Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 7 482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 3387s-40, lot# v281324, implanted: (B)(6) 2009, product type: lead; product ID 3387s-40, lot# v268107, implanted: (B)(6) 2009, product type: lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 64002, lot# n450589, implanted: (B)(6) 2014, product type: adapter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient saw their healthcare professional (hcp) for an adjustment the day prior to this report and they could hardly walk after. The patient stated the hcp was trying to adjust them, but they made them worse and they were walking like they were drunk. The hcp adjusted the patient back to the original settings, but the patient was still messed up. The patient wanted to lower both sides, but they could not. Every time the patient¿s setting went up they felt pins and needles running down their legs. The pins and needles had been going on since implant a month or so prior to this report. The patient¿s left side was at 1.50v and the right side was 1.50v. The patient stated one of them went down to 1.10v, but then it popped back up and they could not lower it. The patient wanted to lower the settings on both sides so the feeling would go away. A lower limit screen was reached when the patient tried to lower the left side. The patient thought they were able to lower the left side before. The patient was able to lower the right side to 1.10v. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.